Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump lost power during the night. The customer's blood glucose value was unknown. Troubleshooting was performed for auto mode readiness. Customer changed the battery about 4-6 hours ago. The customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.